Event description:
Surgeon implanted one 2.7 mm cortex screw and one 2.0 mm cortex screw. Pt came into surgeon's office for a f/u and had an x-ray taken, which showed the 2.0mm cortex screw had broken in half. Surgeon is not removing the screw, the pt is healed.

Manufacturer narrative:
Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.